Event description:
Procedure: lobectomy. Reportedly, when the device was applied over diseased tissue the staples were malformed on the pulmonary vein. Excessive bleeding occurred on both sides and the surgeon sutured to control bleeding. The or time was extended approximately 15 minutes and no transfusion was needed. The tissue was fixed with add'l firings with the stapler same handle.